Event description:
It was reported that the images on the 9800 system had low contrast. Also, the 9800 system seemed to continue to fluoro after the foot-switch was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The contrast was adjusted during the service call. The system was tested and found to be working as intended and put back into service.